Manufacturer narrative:
Event date is estimated. The lead was explanted and replaced. Therapy was restored post-op. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that the patient had experienced a lead migration. X-ray's confirmed the migration of the patient's scs penta lead. Surgical intervention was undertaken on (B)(6) 2023 wherein the patient's lead was explanted and replaced and therapy was restored.